Manufacturer narrative:
The clinical report was analysed, but no product or data logs were returned for analysis. The clinical report did note the patient's obesity. Obesity is listed as a caution for impella placement within the pump IFU. Without more information the investigation findings and root cause of the groin complication are not available. Should more details become available, a supplemental will be filed.

Event description:
A patient was admitted in ventricular tachycardia with a history of a syncopal episode, and was found to have multivessel coronary artery disease. The team placed an intra-aortic balloon pump and called for bypass surgery. When the surgical team declined, the team placed an impella cp via the right femoral artery. Due to the patient's obesity placement was very difficult and the patient developed a hematoma at the access site. The cardiologist asked for a vascular surgeon to consult on the hematoma, but the patient expired in pulseless electrical activity (pea) and active CPR before the hematoma could be addressed.